Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had reached elective replacement indicator. Data was sent for engineering analysis. Analysis showed that tis sicd is depleting in a manner consistent with the hydrogen premature battery depletion advisory. Device replacement was suggested. Subsequently, this device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had reached elective replacement indicator. Data was sent for engineering analysis. Analysis showed that tis sicd is depleting in a manner consistent with the hydrogen premature battery depletion advisory. Device replacement was suggested. To date, this sicd remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had reached elective replacement indicator. Data was sent for engineering analysis. Analysis showed that tis sicd is depleting in a manner consistent with the hydrogen premature battery depletion advisory. Device replacement was suggested. Subsequently, this device was explanted. No additional adverse patient effects were reported.